Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transcarotid tavr procedure, during deployment of the 23mm sapien 3 valve, the commander delivery system balloon ruptured at 70% deployment. No extra volume was added to the balloon prior to the inflation. Despite the balloon rupture, the valve was deployed in an 80:20 aortic position, as intended. The delivery system was removed without any complications. No surgical intervention was required, and the patient left the procedure room in stable condition. It is perceived that the balloon burst was caused by the patient's severe stj calcification.

Manufacturer narrative:
Additional information: section d10, h6 and h10. Section h10: the commander delivery system was returned to edwards lifesciences for evaluation. The returned device was visually inspected for any abnormalities and the following was observed: the balloon was burst radially and longitudinally. It does not appear to be missing any balloon material. No relevant functional testing could be performed due to the condition of the returned device (balloon burst). The complaint was confirmed through visual inspection. During dimensional testing, balloon single wall thickness was measured along the edges of the burst location on the balloon working length. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements met specification. No video or imagery was provided to edwards lifesciences for review. The complaint was confirmed upon visual inspection of the returned device. No manufacturing non-conformances were identified during the product evaluation. Dimensional inspection of the balloon revealed that the balloon wall thickness was within specification. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect, manufacturing non-conformance, or IFU/training deficiency contributed to this type of event, including factors on why deployment balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. While the balloons are sufficiently designed and tested for rated burst pressures well above the inflation pressure, calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary additionally demonstrated that there were no deficiencies in the IFU/training manuals and that the mitigations in place during manufacturing support the notion that it is unlikely that a manufacturing non-conformance contributed to the complaint. It should be noted that these mitigations (from the IFU, training manuals, and manufacturing process), as identified in the technical summary, are still in place. Based on the available information, it is likely that patient factors (severe calcification) contributed to the balloon burst. The complaint occurrence rates did not exceed the february 2020 control limits for the applicable trend category. Since no edwards defect was identified in the evaluation, no corrective or preventive action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.